Event description:
It was reported that the patient had his sling implanted in 2009. An artificial urinary sphincter (aus) was implanted on (B)(6) 2019 due to unknown reason. No information about the patient's outcome was provided. No more information is available at the moment.